Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the footrest assembly on surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical inc., (isi) did receive a da vinci product involved with this complaint to perform failure analysis. The footrest assembly was analyzed and upon visual inspection, the 3 dark pedals had discolorations. The system log review did not reveal any errors to indicate that fault had occurred in the field. The unit was installed on the pca test system. The arm swap pedal did not activate when pressing it.

Event description:
It was reported that during a da vinci assisted surgical procedure, the arm swap pedal on surgeon side console (ssc) was not working properly. The surgeon was unable to swap the control of instruments between universal surgical manipulators (usm1 and usm2). Surgeon then, moved to another ssc and, was proceeding with the case. The procedure was completing as planned with no reported injury. An isi field service engineer (fse) to follow-up.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) quality engineering (qe) team re-evaluated the footrest panel to determine root cause of the reported failure. Based on the further investigation, the probable root cause can be attributed to a fault on an electrical component within the footrest "swap" pedal.

Event description:
Refer to h11 for follow-up information.